Event description:
Patient reported they were seen by their dentist and provided a letter of recommendation. In the letter the dentist states they have started comprehensive fixed orthodontic treatment. The patient had come to the office initially with tmj pain and discomfort complaint. The dentist recommended comprehensive ortho treatment to correct overbite and overjet. This is a contraindicated patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.